Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The customer reported the tips of two screws broke during cranial surgery and remain in the patient's bone. The customer reports there are no plans for a revision surgery to remove the screw tips.

Manufacturer narrative:
The screws were visually evaluated using a digital microscope. They were found to be fractured at the first minor diameter from the head and perpendicular to the length of the screw. The fracture is typical of an over torqued screw. The fragmented tip remains in the patient. There is no sign of discoloration. The slots in the head show signs of use but no significant damage, indicating the screws retained the blade allowing a high torque on the screws to be achieved. The thread dimensions could not be measured due to the location of the fracture. There are no indications of manufacturing defects. The most likely cause of the complaint issue is excessive torque applied during insertion of the screws.